Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery is determined to be patient condition because they were unable to be inserted into ventricle due to aortic anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that an impella cp pump met resistance during attempted delivery. It was noted that the pump was unable to advance into the patient's ventricle as a result of their aortic anatomy. The implant was subsequently aborted. There was no patient harm.